Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and a haptic tore off and stuck in the injector. The lens was removed and replaced with another model lens with no patient injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens optic and a haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions - based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge was not returned for evaluation.